Event description:
The patient reported that a week or so following implant they were seeing their orthopedist and told them how they have been dealing with pain and swelling at the implant said. It was stated that since then it was red and bruised and "must be getting infected." There were no cultures taken, but antibiotics were administered. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.